Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was cassette not attached error. The event occurred during testing.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no applicable history. The customer issue was confirmed through functional testing, and the downstream occlusion (dso) sensor was found to be unresponsive. The dso sensor was replaced and calibrated. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.